Event description:
It was reported the physician placed a lead during a permanent implant procedure on (B)(6) /2013. The lead showed high impedances. The physician made several attempts to reposition the leads but the lead continued to show high impedances. The physician removed the lead and completed the case with different leads. The procedure was extended by 30 minutes. The product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.